Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a 90-95% stenosed lesion with mild tortuousity and mild calcification in the right coronary artery (rca). Pre-dilatation was performed with a 2.5 x 20 mm balloon. The 3.5 x 28 mm xience xpedition was advanced; however, the device was unable to cross the lesion. The device met resistance with the vessel during access and removal. There was no force applied during the unsuccessful attempts to cross the lesion. A new 3.0 x 28 mm xience xpedition was advanced and implanted successfully. The procedure was completed and the patient final outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.